Event description:
It was reported that at the end of a total knee surgery, it was noted there was a piece of metal found near the surgical site. It was also reported that the piece of metal was from the mount of the blade. It was further reported that there was no delay or adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial. The handpiece associated with this MDR is as follows; part number: 4208000000, serial number: (B)(4).